Event description:
It was reported that the surgeon attempted to insert an aa4203tl silicone plate lens with toric optic and the lens got stuck, while advancing in the injector system. No patient contact. The reporter indicated the incident was due to a loading error.

Manufacturer narrative:
Eval codes: results: visual inspection of the returned product showed a piece of both haptic plates were torn off and missing, and there was a clear surgical residue on the lens.